Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritatins (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction to the sensor adhesive on (B)(6) 2015. The sensor was inserted on (B)(6) 2016. Patient's mother described the reaction as a rash. Location of the rash is unknown. Patient's mother stated that she went to the pediatrician on (B)(6) 2016 for treatment of rash and was prescribed triamcinolone acetonide cream usp-0.1%. At the time of contact, the patient's condition was stable. No additional event or patient information was provided.